Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis.  Per baxter labeling, users are instructed not to attempt to reuse any disposable supplies. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continuous peritoneal ambulatory peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient reused equipment. A day after the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, every 4th day, ongoing) and fortum injection (1gm, once daily, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information: b5, b6 and b7. B5: upon follow-up, it was reported that 10 days after starting antibiotic therapy, antibiotic treatment was discontinued, the same day, pd therapy was discontinued and the patient was switched to hemodialysis (twice a week). On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient has not recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.